Event description:
It was reported that customer has experienced buttons being unresponsive and cracks on insulin pump. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker. Numbers do not ramp up on its own or scroll bar moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.